Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: call received from patient to reception: patient's left hip was successfully replaced in [month year] then her right hip was replaced in [month year] ¿ later found the liner dislodged causing wear on titanium cup and instability. The product was not returned to depuy synthese, however photos were provided for review. See attachment 1000006288. The x-ray investigation revealed an interaction between the femoral head and the acetabular cup, as a result of a disassociation of the liner from the acetabular cup. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +9 would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code 136532330, work order (B)(4) was manufactured on 09-jun-2023. 19 parts were manufactured per specification and all raw materials met specification. Device history review: product code 136532330, work order (B)(4) was manufactured on 09-jun-2023. 19 parts were manufactured per specification and all raw materials met specification. H10 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). E3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Call received from patient to reception: patient's left hip was successfully replaced in (B)(6) 2023 then her right hip was replaced (B)(6) 2023. Later found the liner dislodged causing wear on titanium cup and instability. Patient visited surgeon on tuesday (B)(6) 2024 and surgery was performed on wednesday (B)(6) 2024 to replace the liner and ceramic head.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: d10 (concomitant) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.